Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, pillowing keypad overlay, cracked select button keypad overlay, minor scratches on case, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting for damage and noticed missing o ring from reservoir but reservoir lock in place when inserted into pump. The customer was advised pump will be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.